Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the breakage of lip ring in reservoir compartment. The customer¿s blood glucose level was unknown time of the incident. Troubleshooting was performed .customer stated that the reservoir was pops out at times when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir unable to lock/click into place.